Event description:
It was reported to philips that system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up. Upon troubleshooting, fse found that mpdu (main power distribution unit) was defective. To resolve this issue, fse replaced mpdu. The defective mpdu was returned to philips for analysis, the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.